Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 78% stenosed, 17mmx40mm, eccentric and the de novo target lesion contained <=45 degree bend and was located in the moderately calcified right coronary artery (rca). A 20x4.00 omega¿ stent was advanced to treat the lesion; however, it was hard to insert the device to the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.